Manufacturer narrative:
(B)(4). The analysis results found that the 2b5xt instrument was received with the obturator inserted through the sleeve; the obturator is bent and the sleeve broken. As each device is visually inspected and functionally tested during the manufacturing process. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: is the trocar sleeve is bent? Was the trocar obturator bent? Were both sleeve and obturator bent? What is lot number of batch number for device, if it becomes available? It is both the sleeve and obturator. Unfortunately, I do not have the batch or lot number.

Event description:
It was reported that during a laparoscopic appendectomy that at the beginning surgery while inserting into the patient the trocar bent. Another like device was used to complete the procedure. There were no adverse consequences for the patient.